Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Customer experienced diabetic ketoacidosis, nausea, vomiting, abdominal pain and treated their high blood glucose levels via hospitalization. Customer's current blood glucose level was 220 mg/dl. Customer was admitted into the lee high valley health network hospital on (B)(6) 2018 at 3:08 pm. Nurse performed and passed the high pressure test.